Manufacturer narrative:
A photo was returned showing the tubing separated from the secure lock male adaptor. The reported complaint on the (B)(4) can be confirmed from the photo provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) for lot 13531034 was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation; however, photos were provided. Investigation is pending.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was reported the tubing separated from the connector. The event was noted during infusion. There was patient involvement but no patient harm in the event.